Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was placed in the test system and passed the recognition /engagement tests. The instrument moved intuitively with full range of motion in all directions.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure that the hem-o-lok clip applier does not hold the polymer clips. The procedure was completed with no reported injury.